Event description:
The patient reported unintended stimulation and migration was confirmed. A revision procedure was performed on (B)(6) 2022, where the lead was repositioned and an additional lead was implanted. The patient uses the system without any problems.

Manufacturer narrative:
The unintended stimulation/new pain questionnaire was completed by quality with limited information.  Potential causes of the reported issue are incorrect programming parameters, change in posture or proximity of electrode to target nerve resulting in stimulation of nerve outside the target nerve, and interference from a non-curonix device. Migration was confirmed and the patient is really skinny, which may have contributed to the occurrence. The stimulator is used to treat pain.  The cause of the unintended stimulation is migration. However, the cause of migration is due to patient being a poor candidate due to health, weight, age, or mental capacity as the patient was skinny (user error - clinician). CAPA: 2023-0001 was initiated to investigate and remediate the noncompliance to company reporting procedures.